Event description:
It was reported that there was a separation between the female connector (blue part) and the main body of a minicap transfer set; further described as ¿came apart at the royal blue connects to the light blue transfer set area". This occurred after peritoneal dialysis therapy when the home patient was trying to disconnect from the patient line after the transfer set had been "closed". The patient was given prophylactic antibiotics as a precautionary measure. There was no report of patient injury or medical intervention associated with this event. The transfer set was replaced. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted the female connector separated from the main body. Functional testing including leak, clear passage, and clamp function testing were performed and no issues were observed. The reported condition was verified. The cause of the condition is related to inadequate solvent application to the set during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.